Event description:
Per the clinic, the patient developed a hematoma at the implant site. The patient is treated with antibiotics for 10 days. Additional information has been requested but has not been made available as of the date of this report.